Event description:
In 2009, the pt reported that e4 (occlusion) was displayed on the infusion device and her blood glucose was elevated to 294 mg/dl. Her normal blood glucose level is below 120 mg/dl. Prior to the report she disconnected from the infusion site and primed through the infusion tubing without error. She was advised to change the infusion site and she reconnected and bolused without error. She stated that the infusion site had been changed this morning and she received 2, e4 errors within 2-3 hours. She stated that the tip of the infusion site cannula appeared to be closed when she removed it. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.